Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (5.0 mg/ml at 3.4953 mg/day) via an implantable infusion pump. It was reported that device interrogation on (B)(6) 2016 gave results of an empty pump reservoir alarm occurred. The patient had symptoms of drug withdrawal. The patient was scheduled for a pump refill on (B)(6) 2016 and did not show. Multiple attempts to contact her including certified mail were attempted without success. This was not the first time that she had been non-compliant but the first time it had been empty. She presented to the emergency room because she didn't want to be worse for the holiday weekend. The hcp explained to her that she was empty and would need a more thorough workup than could be done that day to assure proper functioning of the pump. The pump was filled with saline and she was given a follow up appointment to do a roller ball evaluation and discuss future treatment. The outcome of the event was noted as resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as not related to the device or therapy and not related to the implant procedure. The etiology was noted as patient non-compliant behavior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.